Event description:
The patient underwent a thrombectomy procedure in the left pulmonary artery using an indigo system flash aspiration catheter (flash catheter). It was reported that there was difficulty extracting clot in the left pulmonary artery, which was removed via aspiration. Following the procedure, the patient was transferred to cardiac care. During the release to cardiac care, the patient experienced a peri-arrest event and was noted to be cold and clammy. The patient then suffered a pulseless electrical activity (pea) cardiac arrest, prompting the emergency response team to administer alteplase and adrenaline along with cardiopulmonary resuscitation (CPR). Despite the attempts, the patient expired. The independent medical reviewer (imr) adjudicated the cardiac arrest as a serious adverse event with a possible relationship to the indigo aspiration system, and a possible relationship to the index procedure.

Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.